Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old male on impella cp for mechanical circulatory support. It was reported the patient was on impella cp and the physician was unable to place device due to patient¿s vasculature. It was decided to remove the impella cp and implant a balloon expanding transcatheter aortic valve replacement (tavr) within the surgical valve. The impella cp was removed without any complications. A balloon expandable tavr was placed across the surgical valve and deployed.